Manufacturer narrative:
This report is submitted february 15, 2021.

Manufacturer narrative:
This report is submitted on december 17, 2020.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2020, due to the patient experiencing medical issues that are unrelated to the device. The patient has not been reimplanted with a new device as of this report.